Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device evaluation found that the device had cracks in the lid. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿. The root cause could not be determined. Possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. Design of the device or manufacturing cannot be confirmed as factors to cause of the event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This device was serviced on site by an olympus official. According to his results, no indication of physical abuse was noted. The customer used sani chemical to clean the machine. A replacement lid was installed and tested by running a new cycle. The equipment was repaired and verified according to OEM instructions. The software attributes have been verified and confirmed. The covers of the oer-pro device were not removed so an electrical safety check was not required. A root cause for this event could not be established, should additional information become available a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor had a cracked lid. According to the initial reporter, there was no patient involvement during this event.